Manufacturer narrative:
The customer's device was returned to physio-control and the reported issue was verified. It was observed that the internal hlc batteries had depleted; however, it is unknown what the cause of the depleted hlc batteries is.

Manufacturer narrative:
Physio-control has performed several attempts to contact the customer regarding the status of their device but no response appears to be forthcoming.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench).  The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.